Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier failed. The technical support specialist (tss) uninstalled conflicting driver, manually reinstalled biometric identifier (bioid) driver, reconfigured application launch, and rebooted, restoring normal system operation. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier failed. Customer reported that bioid fails on every attempt, where after entering the user ID, the bioid prompt appears briefly and immediately fails. However, there were no delays or adverse events or injuries reported based on this event.